Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found with one grip bent. The damage was found near the top of the clip groove, causing an offset at the tips. As a result, a clip cannot be properly loaded into the clip groove of the grip-tips. Components adjacent to this severely bent grip do not show damage. The instrument was installed on an in-house system and driven. The clip applier instrument failed the clip test due to the bent grip. The clip was unable to be attached to the clip applier. The probable root cause of difficulty applying a clip is attributed to use conditions.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the instrument did not hold the clip. There was no reported injury.